Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultrasmart meter was reading inaccurately high compared to her back up meter. The complaint was classified based on the customer care advocate (cca) documentation. Two months prior to contacting lfs at 11am, the patient reported obtaining readings of '222mg/dl' on the subject meter and '154mg/dl' on her ot ultramini meter. The patient reported using self adjusting humilin insulin to manage her diabetes. The patient was unclear whether or not she had taken her medications on the day of the alleged issue. The patient reported at an unknown time and date, she was 'found clutching phone and laughing' by her friends, which she had no recollection of. The patient reported at an unknown time she woke up surrounded by people including emergency medical services (ems). The patient reported a reading of '39mg/dl' was obtained and she was given 'orange juice and a jelly sandwich and IV glucose.' It is unknown if there were additional readings after the treatment was administered. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement. The cca confirmed the subject meter was in the correct code. The cca confirmed the patient was using an approved sample site to obtain the sample. However the cca discovered the patient was using an incorrect testing technique; she was not cleaning her hands prior to testing. Replacement products were sent to the patient. The meter involved in this case has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter had passed all testing with no faults found, the complaint was not confirmed. This complaint is being reported because the patient claims she obtained inaccurately high readings, developed symptoms, and required treatment from ems.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the meter involved in this case has been returned to lfs and evaluated by product analysis on (B)(4) 2012 with the following findings: the meter had passed all testing with no faults found, the complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The test strips also passed testing with no faults found. The primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.